Event description:
It was reported that post-paced t-wave oversensing was observed via remote transmission. Reprogramming changes were made during a device check in-clinic. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).